Event description:
It was reported that during a coronary artery drug eluting stenting procedure, the stent was damaged. The lesion was located in the very calcified, mid anterior interventricular artery. A strut of the distal part of the stent was distended. The procedure was completed with a different device. There were no patient complications and the patient was reported to be "normal".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this event is operational context. Product unavailable for analysis.